Manufacturer narrative:
(B)(4). Evaluation of the returned device found a fully engaged plunger, fully distal safety release button, fully deployed thumb advancer, fully engaged hub, fully slit sheath, open locator wings, and clip caught within the locator. Damaged locator wings prevented them from fully collapsing into the tubeset when the clip was fired, resulting in the clip being caught within the locator. However, thumb advancer and clip deployment are consistent with post-procedure manipulation. Based on our investigation, the root cause for the damaged locator wings is related to the operational context as the device was reportedly, unintentionally removed from the anatomy due to the patients bodily movement during the procedure. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. (B)(6)..

Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the wings were deployed the patient moved and the device came out of the patient. Manual compression was applied for approximately 30 minutes to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.